Event description:
During the final stage of a cardiac surgery procedure, the cardiosave intra-aortic balloon pump (iabp) initiated at an incorrect timing, resulting in hemodynamic instability with abnormal pressure and flow rates. The patient required emergency re-opening of the chest (re-sternotomy) and administration of vasoactive medications to restore cardiovascular stability. Information about balloon used is unknown.

Manufacturer narrative:
Event site postal code: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.